Event description:
On (B)(6) 2013 the lay user/patient in (B)(4) contacted lifescan to report the one touch verio iq meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2013 the patient noted the reported meter would power off during use. Prior to the use of the meter, the patient was experiencing the symptoms of sweating, dry mouth and lethargy and he felt his blood glucose level was high. The patient administered self-treatment by taking 25 units humalog insulin. The patient later tested his blood glucose level and obtained a reading of 30.0 mmol/l on the reported meter. The issue was not resolved with troubleshooting. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue, and the patient was able to successfully test his blood glucose level, the result of which correlated with his symptoms and treatment. However, as the power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (07/16/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.